Event description:
A complaint was received involving a vented bag spike, clave®, 25 units that experienced foreign matter in the fluid path. The reporter stated that, the problem of the product occurred on (B)(6) 2024 with the drug keytruda in a freeflex bag frenisius kabi and ch-14-24 bag spike. Something was noticed also in the bag of saline. No sample or picture available. The status of the product at time of event was before use. The number of involved problematic device was one multipack (25 units). The product was detected prior to patient use. The type of procedure was aseptic pharmacy dept compounding unit. Medication involved was chemotherapy. The device was filtered. The involved device is not available but same lot device sample is available to be tested. It was further stated that they are sending 6x sterile freeflex bag frenisius kabi 100mls nacl 9% and 1x bag spikes ch-14-25 for investigation to ICU medical. Additionally, the color, size and description of the particulate or substance noticed was black, seemed like a sharp looking object can be seen in photos 1millimeter.

Manufacturer narrative:
The device has been received and the investigation is in progress, but is not yet complete. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
Received one (1) new bag of 25 units ch-14-25 and six (6) new IV bags for inspection. A small particulate was found inside the ch-14-25 bag. The texture of the particulate was rubbery or semi-rigid. When compressed, the shape of the particulate changed. The particulate was not in the fluid path but in the packaging and would not enter the fluid path. No other particulates observed. Each of the ch-14 bag spikes and the IV bags were flushed and the fluid was collected. There were no particulates. The particulate was measured and found to be larger than allowed according to visual inspection specifications. The particulate was submitted to an ftir. There were no significant correlation to any materials used during manufacturing. The reported complaint can be confirmed. The probable cause is due to a packaging error. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.